Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor reported encountering a power on reset (por) message. There was possible electromagnetic interference from medical devices according to the patient which could have contributed to the por. The patient was advised to follow-up with her healthcare provider (hcp) in order to have the por cleared. No patient symptoms were reported associated with the por.